Event description:
On (B)(6) 2013, it was reported that during the past year the patient had often experienced elevated blood glucose levels as high as 300 mg/dl. The patient had been able to correct the blood glucose levels after changing the accessories on the device. The patient now thinks the device does not deliver enough insulin.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation.